Event description:
It was reported that the patient was having discomfort at the ipg site. The patient underwent an explant procedure wherein the ipg and lead were explanted. No further information was obtained despite good faith efforts.

Manufacturer narrative:
Event date: exact date unknown, event occurred two weeks prior from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 7031218.